Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.1; 2nd inr: 2.6; mean: 1.85; sd: 1.06; %cv: 57.33. A 3.4 inr was excluded from comparison test since no corresponding reference or repeated inratio value was provided. Analysis of customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Customer's results are considered discrepant beyond the documented variability for inr testing. No product is expected to be returned. Retained strip testing from a previous case revealed that test result comparison met precision criteria. Per general description of complaint, pt used the wrong strip code on test that gave 1.1 inr. He corrected the strip code on the second test. Using the wrong strip code may have contributed to the unexpected inr result. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established. For each pair of replicates for each sample on strip lot 243934, mean and standard deviations were calculated. In-house test results were 6.67% and 2.84%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2011, inr: 3.4; (B)(6) 2011, inr: 1.1, 2.6. Pt's therapeutic range: 2.0-3.0 inr. Doctor lowered pt's coumadin dose slightly on (B)(6) 2010.